Event description:
User said she had been getting flashing dashes in the total delivery display. The bags that had the flashing dashes errors were discarded so there was no pt involvement. User also was concerned that the unit may be overfilling based on the volume of lipid programmed on station #1. She was running 2 bags that had 240 cc of lipids programmed (using a 500 cc source container). Reportedly, she used more volume from a second source container than she had always done before.